Manufacturer narrative:
(B)(4).

Event description:
It was reported that shocking or jolting sensations occurred when stimulation was turned on and when palpation occurred. The pt reported a burning sensation around the implantable neurostimulator. The pt also received the same sensation when he was charging the device. Additional info has been requested, but was not available as of the date of this report.